Manufacturer narrative:
Device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 3 years and 2 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient expired on (B)(6) 2016 due to cerebrovascular accident. Inr at the time was 2.6. It was reported that the patient's batteries ran out of power at a different hospital. The patient's pump stopped after the backup battery was depleted. The patient's pump was restarted after an undetermined amount of time, but likely several minutes. The patient arrived at the implanting center, but was unresponsive with no underlying brain activity. No further information was provided.

Manufacturer narrative:
A correlation between the device and the reported hemorrhagic stroke could not be conclusively determined. No log files from the time of the reported event were available to confirm the reported pump stoppage due to depletion of the system controller's batteries and emergency backup battery. Stroke and bleeding are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.